Event description:
The pump was removed due to a staphylococcus infection and seroma. The catheter could not be removed at the time of pump removal. It was also reported that the patient had a life-threatening disease and a history of multiple infections. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.